Event description:
A site representative reported intermittent tracking with a suction instrument during an ent surgery. The instrument verifies, however, goes between green and red status when navigating. All other instruments were fine. The surgeon completed the surgery using the fusion system with no impact on the patient outcome.

Manufacturer narrative:
Age of patient was not available at the time of this report but has been requested. The evaluation of the returned device is in progress.